Event description:
It was reported that t2 from fast-fix 360 failed to deploy. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the device shows no suture or ts remain on the insertion needle or were returned. The insertion needle is bent. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.